Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. - an underwater leak test of the balloon, catheter, y-fitting extracorporeal, and extender tubing was performed and one leak was detected on the membrane approximately 0.8cm from the rear seal measuring 0.013cm in length. The reported problems were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint # (B)(4); record ID (B)(4).

Event description:
It was reported that while supporting a patient during intra-aortic balloon therapy (iab), the pump alarmed leak in iabp circuit and blood was seen in the helium tubing. The therapy was stopped and iab removed. There was no reported patient injury.

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that while supporting a patient during intra-aortic balloon therapy (iab), the pump alarmed leak in iabp circuit and blood was seen in the helium tubing. The therapy was stopped and iab removed. There was no reported patient injury.